Event description:
The reporter contacted animas on (B)(6) 2013 stating that the up arrow button was intermittently responding to button presses. The reporter confirmed that the keypad was intact and there was no known trauma to the pump. This report is made based on the allegation of the keypad response issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.